Event description:
The complainant alleged that during biomed testing, the device displayed a "cannot dump", "status 66", and "status 93" message when attempting to internally dump 200 joules. After checking pace mode and switching back to monitor, the device displayed "status 66" and "status 104" message. The complainant indicated there was no pt involvement in the reported malfunction.